Manufacturer narrative:
Ptc investigation result was received on 19-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: when a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" are used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of 8/12/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. 2 further ae case reports have been received to date in relation to batch no. B60747, of which both cases also refer to similar product issue type of events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batch revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Ptc investigation result was received on 28-aug-2014. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: opening follow-up complaint to add lot #12566552 only. No new additional information for investigation. When a term like "break", "breakage", "broke", "broken", "falling apart", "fractured", or "split" are used when describing a device event, it is difficult to determine the true nature of the event from the complaint description alone. Unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. As of 8/12/2014, since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert, outer catheter, the inner catheter, and all parts within the handle assembly to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: the reported events are not indicative of a quality defect per se. In this particular case a technical defect (breakage) was reported. The reported technical defect could not be evaluated in more detail due to lack of sample return. 2 further ae case reports have been received to date in relation to batch no. B60747, of which both cases also refer to similar adverse and product quality type of events. 5 further ae case reports have been received to date in relation to batch no. 12566552, of which 3 cases also refer to similar adverse and 2 to similar product quality type of events. No unusual pattern could be identified. The review of the manufacturing- and release documentation of the concerned batches revealed no reason to suspect a quality deficit (see technical statement). The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) -years-old female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure essure coil got stuck and would not go any further and when removed from introducer the tip was broken. Reporter causality was not provided. These events; interpreted as a device deployment issue and breakage, are non-serious. Upon receipt of technical investigation, event essure coil got stuck and would not go any further and when removed from introducer the tip was broken, interpreted as a device breakage and previously considered unlisted according to reference safety information for essure, was updated to listed (anticipated). It was considered other reportable incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The deployment issue is listed and non-incident. Single cases of essure breakage have been reported. In this particular case, a deployment issue was reported during essure placement procedure and when the device was removed from the introducer its tip was broken; considering that the reported events occurred in association with essure insertion, their a causal relationship with the suspect insert cannot be excluded. According to product technical complaint analysis performed for the first lot number provided (batch no. B60747), the possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. For the second lot number provided (batch no. 12566552), a technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit. No further information is expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Event description:
This is a spontaneous case report received from a nurse in united states on (B)(6) 2014 which refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2014. Pregnancy was denied. Essure lot number b60747, expiration date aug-2016 was inserted for contraception. Essure coil got stuck and would not go any further and when removed from introducer the tip was broken on (B)(6) 2014 and it had been inside the patient. It was not removed. Bilateral placement was achieved with other coils. Follow up information from (B)(6) 2014: new lot number was provided. Nurse called asking replacement for essure lot number 12566552, expiration date dec-2015 (discrepant information was previously provided.) She also informed that essure was removed on (B)(6) 2014 and that bilateral placement was achieved with different coils. No further information was provided. Follow-up from 01-aug-2014: the required number of follow-up attempts has been made, with no response to date. Company causality comment: this medically confirmed, spontaneous case report; refers to a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted and during the procedure essure coil got stuck and would not go any further and when removed from introducer the tip was broken. Reporter causality was not provided. These events; interpreted as a device deployment issue and breakage, are non-serious. The reported breakage is unlisted on the reference safety information for essure and was considered a near-incident, as although it did not lead to death or serious health deterioration this might have occurred under less fortunate circumstances. The deployment issue is listed and non-incident. Single cases of essure breakage have been reported. In this particular case, a deployment issue was reported during essure placement procedure and when the device was removed from the introducer its tip was broken. A product technical analysis will be requested for further evaluation of the reported events, however considering that they occurred in association with essure insertion, their a causal relationship with the suspect insert cannot be excluded.